Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine device change out, externalized conductors were noted on the right ventricular lead. The lead exhibited normal electrical characteristics. The lead was explanted and replaced. There were no adverse consequences to the patient.